Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak observed between the connection of the patient connector of the peritoneal dialysis (pd) transfer set and the titanium adapter. The leak was discovered during pd therapy. To resolve the issue, the transfer set was replaced. There was no allegation against the titanium adapter and the patient received prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.